Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller on how to press the button correctly and decided to replace the pump. Customer was able to turn on the pump screen after several attempts but still faced difficulties with the button. Replacement pump was sent, and the caller was advised to use multiple daily injections (mdi) as backup therapy. Caller was informed on returning the faulty pump and complied with the instructions.